Event description:
It was reported that a patient underwent a skin closure procedure on an unknown date and suture was used. During the procedure, the suture became detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: how many sutures were found missing in the blister? Unknown (the nurse just said ¿some¿). How many sutures were found detached from the needle in the blister? Unknown (the nurse just said ¿some¿). Did any detachment occur during use on patient? Yes, nurse said additional, that all three cases have occurred (the two above and while doctor had been stitched) nurse: they opened several blisters and some were detached, some without suture, some detached while doctor used it for skin closure when the event occurred? Intra-op or pre-op? Both. Procedure name? Skin closure. Were there any patient consequences? No. Could you please confirm the device's availability for return? Collection from the customer is arranged for wednesday, 08.12.2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m